Event description:
It was reported that stent damage occurred. While using an impulse guide catheter the physician advanced a promus premier stent delivery system (sds), however resistance was encountered. The stent was deployed and the sds was pulled back in to the guide. However fluoro showed the stent was shortened. The procedure was completed by deploying additional stents. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).